Event description:
Pd pt reported that during treatment while filling, one of the sealed break off points at the tubing connector site developed a leak. Reportedly, the pt was diagnosed with peritonitis following the incident and was placed on antibiotic therapy. The sample is available for evaluation. Several unsuccessful attempts have been made in order to obtain clarification of the event from the pt. To date company has received no reply.